Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The root cause of the insert slide clamp alarm was determined to be a damaged slide clamp assembly. The slide clamp assembly was replaced to resolve the issue. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced the insert slide clamp alarm. There was no patient involvement. Additional information was requested and is not available.